Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that customer has experienced user errors when programming medications as both the option of volume over time (ml/hr) and dose over time (mg/hr) are available for programming. Customer is requesting the option to remove one of the programming option on specific medications as an enhancement. There was no information on patient impact.